Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing and patient had received 8 shocks and heard patient alert beeping. It was also reported that physician believes that it was due to low potassium levels. The device remains in use. No patient complications have been reported as a result of this event.